Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance on pace/sense has gradually increased. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance on pace/sense has gradually increased. It was further reported that the patient alert triggered for the increasing and high impedance. The lead is still in use. No patient complications have been reported as a result of this event.